Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. The insulin flow blocked alarm functioning properly. Device received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The nurse reported that customer was hospitalized due to unstable high blood glucose on (B)(6) 2020. Blood glucose level at the time of the incident was 29 mmol/l. The nurse stated that customer was disconnected from insulin pump and needed replacement cause high pressure test failed. Customer had positive results in ketones test with difficulty breathing for two days. Customer was on insulin drip in hospital. Customer was brought to hospital for basal adjustments, when after two nights the nurse found out that the pump was not delivering insulin properly and the high pressure test failed. Customer stated had planned 10 days hospitalization for the basal adjustments. The insulin pump was be returned for analysis.